Manufacturer narrative:
Additional information added to b5 and b6. B5: upon follow-up, it was reported that the patient was discharged from the hospital 12 days after the event onset. The patient recovered from peritonitis 21 days after the event onset. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The same day as the event onset, the patient was treated with vancomycin injection (1gm, once daily, intraperitoneal) and cefazolin injection (1gm, twice daily, intraperitoneal) for peritonitis. A day after the onset, the patient was hospitalized for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from peritonitis. Pd therapy was ongoing, and the patient was being retrained on the proper aseptic technique. No additional information is available.